Event description:
Reporter wore patch on abdomen for about 4 hrs for relief of menstrual cramps. The patch was very sticky and hard to remove. By pulling gently, she was finally able to remove the patch with great pain and discovered it had pulled off skin in patch area. She is a healthy female and has used this product before without incident. She is in pain and is unsure if she needs to take special precautions to prevent infection. She has not sought medical intervention and does not report use of any medications or treatments for the affected area.